Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain"), abortion spontaneous ("miscarriages in 2015"), pregnancy with contraceptive device ("pregnancy with essure") and genital haemorrhage ("heavy bleeding") in an adult female patient (gravida 3, para 2) who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device deployment issue "no clue if they are inserted properly, since dye was not going into tubes, but elsewhere, didn't think placement was right". The patient's past medical history included parity 2 ((B)(6) 2004, (B)(6) 2012), multigravida and parity 2 ((B)(6) 2004, (B)(6) 2012). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("severe cramps (sharp)/ cramping pains/ cramping"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("sharp pains throughout my back and lower body / severe back pain / back pain"), depression ("depression"), dyspareunia ("pain during intercourse"), migraine ("severe migraines/ migraines"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss") and abdominal distension ("bloating"). In 2013, the patient experienced pelvic pain ("serious pelvis pain (needle sharp), pain"), fatigue ("fatigue"), headache ("head pain"), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations") and pain ("pain"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), arthralgia ("joint pain") and pain in extremity ("legs pain"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced feeling abnormal ("awful feeling"), menstruation irregular ("uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days/ irregular cycles"), menorrhagia ("uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days"), hypoaesthesia ("numbness in my legs and feet, loss of feeling in legs, legs pain (numb feeling)"), retinal detachment ("detached retina"), depressed mood ("sadness"), the first episode of mental disorder ("aggravated any psychiatric and/or psychological condition"), infection ("infection"), the second episode of mental disorder ("aggravated any psychiatric and/or psychological condition") and adnexa uteri pain ("ovarian cyst pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hydrocodone and analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, feeling abnormal, menstruation irregular, menorrhagia, hypoaesthesia, back pain, ovarian cyst, dysmenorrhoea, depression, fatigue, dyspareunia, urinary tract infection, alopecia, abdominal distension, retinal detachment, pain in extremity, abdominal pain lower, depressed mood, genital haemorrhage, weight fluctuation, infection, pain, the last episode of mental disorder and adnexa uteri pain outcome was unknown and the pelvic pain, migraine, headache and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, arthralgia, depressed mood, genital haemorrhage, headache, infection, pain in extremity, retinal detachment, urinary tract infection, weight fluctuation and the first episode of mental disorder with essure. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, menorrhagia, menstruation irregular, migraine, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device and the second episode of mental disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test - in 2015: positive. Patient had essure confirmation test done on 2013 via hsg test and ultrasound tests on 2015 for pelvic pain. Patient undergo abdominal ultrasound in 2015. On (B)(6) 2014 : patient had essure confirmation test done via hsg test . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conducted an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events or lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-aug-2018: plaintiff fact sheet received. Event added: ovarian cyst pain. Lot no was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1558) on 23-oct-2015. The most recent information was received on 10-sep-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ abdominal pain"), abortion spontaneous ("miscarriages in 2015"), pregnancy with contraceptive device ("pregnancy with essure") and genital haemorrhage ("heavy bleeding") in an adult female patient (gravida 3, para 2) who had essure (batch no. A45110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device deployment issue "no clue if they are inserted properly, since dye was not going into tubes, but elsewhere, didn't think placement was right". The patient's past medical history included parity 2 ((B)(6) 2004, (B)(6) 2012), multigravida and parity 2 ((B)(6) 2004, (B)(6) 2012). Concurrent conditions included overweight and cystitis. Concomitant products included medroxyprogesterone (depo provera) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("severe cramps (sharp)/ cramping pains/ cramping"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("sharp pains throughout my back and lower body / severe back pain / back pain"), depression ("depression"), dyspareunia ("pain during intercourse"), migraine ("severe migraines/ migraines"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss") and abdominal distension ("bloating"). In 2013, the patient experienced pelvic pain ("serious pelvis pain (needle sharp), pain"), fatigue ("fatigue"), headache ("head pain"), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations") and pain ("pain"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), arthralgia ("joint pain") and pain in extremity ("legs pain"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced feeling abnormal ("awful feeling"), menstruation irregular ("uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days/ irregular cycles"), menorrhagia ("uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days"), hypoaesthesia ("numbness in my legs and feet, loss of feeling in legs, legs pain (numb feeling)"), retinal detachment ("detached retina"), depressed mood ("sadness"), the first episode of mental disorder ("aggravated any psychiatric and/or psychological condition"), infection ("infection"), the second episode of mental disorder ("aggravated any psychiatric and/or psychological condition") and adnexa uteri pain ("ovarian cyst pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hydrocodone and analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, feeling abnormal, menstruation irregular, menorrhagia, hypoaesthesia, back pain, ovarian cyst, dysmenorrhoea, depression, fatigue, dyspareunia, urinary tract infection, alopecia, abdominal distension, retinal detachment, pain in extremity, abdominal pain lower, depressed mood, genital haemorrhage, weight fluctuation, infection, pain, the last episode of mental disorder and adnexa uteri pain outcome was unknown and the pelvic pain, migraine, headache and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, arthralgia, depressed mood, genital haemorrhage, headache, infection, pain in extremity, retinal detachment, urinary tract infection, weight fluctuation and the first episode of mental disorder with essure. The reporter considered abdominal pain, abortion spontaneous, adnexa uteri pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, menorrhagia, menstruation irregular, migraine, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device and the second episode of mental disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test - in 2015: positive. Patient had essure confirmation test done on 2013 via hsg test and ultrasound tests on 2015 for pelvic pain. Patient undergo abdominal ultrasound in 2015. On (B)(6) 2014 : patient had essure confirmation test done via hsg test .initial scout view of the pelvis reveals 2 essure micro inserts to be present within the pelvis. Concerning the injuries reported in this case, the following one/ones were reported via social media vaginal bleeding , lower abdominal pain, ovarian cyst, pelvic pain,¿ . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1558, awareness date 23-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer has had essure for the last 3 years and its been an awful feeling. Before essure she was pretty much a normal (B)(6) with no serious medical issues other than giving birth to her daughter. Now she has uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days. Serious pelvis pain and numbness in legs and feet. At times she has to stay in bed because if she move she has sharp pains throughout her back and lower body. Recently she was told she has a ovarian cyst that she cannot get treated at the time because her insurance won't cover it. When getting her hsg test to make sure coils was properly inserted, the doctor informed her their was something wrong and he couldn't properly tell if they were inserted right. Until this day she has no clue if they are inserted properly, which they couldn't be because she has had two miscarriages (please check the argus case number (B)(4) for details about the second miscarriage). Ptc (product technical complaint) result investigation was received on 16-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conducted an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events or lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Legal claim received on 03-aug-2016 on (B)(6) 2012 essure was inserted. Shortly after undergoing procedure, she began to suffer severe menstrual, abdominal and back pain. Her chronic essure-related pain became so severe that she was eventually prescribed hydrocodone. Additionally, she also suffered from symptoms of depression and fatigue, pain during intercourse and migraines[?]for which she had no history of suffering prior to undergoing the implantation. It was reported that she may have no choice but to undergo a hysterectomy in order to have her device removed. Company causality comment: this case report, identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced two pregnancies with contraceptive device which led to two miscarriages (understood as spontaneous abortion) and she has no clue if the devices were inserted properly (device dislocation). According to legal claim received, she also had chronic and severe abdominal pain and device removal is planned. This case refers to the first pregnancy. Abdominal pain, pregnancy with contraceptive device and device dislocation are listed, while spontaneous abortion is unlisted according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this case, a device dislocation is suspected. However, as it was not confirmed, a device ineffective was considered and pregnancy was regarded as related to essure. Spontaneous abortion is a very common occurrence mostly in early pregnancies. As the micro-inserts location is intratubal and not intrauterine, it is very unlikely that this event is related to essure (unrelated). Besides, abdominal pain may occur during essure use. In this case her chronic (abdominal) pain was so severe that she was eventually prescribed hydrocodone. Thus, considering events nature and the absence of alternative explanation, causal relationship between this event and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices and the chronic pain led her to use hydrocodone (seen as a medical intervention), this case is regarded as incident. According to technical analysis, no product quality defect was confirmed/identified. Moreover, the reported medical events or lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 29-nov-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), abortion spontaneous ("have had two miscarriages"), pregnancy with contraceptive device ("pregnancy with essre"), device dislocation ("no clue if they are inserted properly, since dye was not going into tubes, but elsewhere, didn't think placement was right") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 1, multigravida and parity 2 ((B)(6) 2004, (B)(6) 2012). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("serious pelvis pain (needle sharp), pain"), back pain ("sharp pains throughout my back and lower body / severe back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), headache ("head pain"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2015, the patient experienced ovarian cyst ("ovarian cyst"), arthralgia ("joint pain"), pain in extremity ("legs pain") and abdominal pain lower ("severe cramps (sharp)/ cramping pains"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), feeling abnormal ("awful feeling"), menstruation irregular ("uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days"), menorrhagia ("uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days"), hypoaesthesia ("numbness in my legs and feet, loss of feeling in legs, legs pain (numb feeling)"), device dislocation (seriousness criterion medically significant), retinal detachment ("detached retina"), depressed mood ("sadness"), mental disorder ("aggravated any psychiatric and/or psychological condition") and infection ("infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with hydrocodone and analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, feeling abnormal, menstruation irregular, menorrhagia, pelvic pain, hypoaesthesia, back pain, ovarian cyst, device dislocation, dysmenorrhoea, depression, fatigue, dyspareunia, urinary tract infection, alopecia, abdominal distension, retinal detachment, pain in extremity, abdominal pain lower, depressed mood, mental disorder, genital haemorrhage, weight fluctuation and infection outcome was unknown and the migraine, headache and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, arthralgia, depressed mood, genital haemorrhage, headache, infection, mental disorder, pain in extremity, retinal detachment, urinary tract infection and weight fluctuation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Patient had essure confirmation test done on 2013 via hsg test and ultrasound tests on 2015 for pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conducted an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we tipically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events or lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only.reporter information, patient dob, height, product date of insertion updated, treatment medication, concomitant disease, historical conditions, unstructured relevant information, new events head pain, urinary tract infections, hair loss, bloating, joint pain, detached retina, legs pain, severe cramps (sharp)/ cramping pains, sadness, aggravated any psychiatric and/or psychological condition, heavy bleeding, weight fluctuations, infection added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 04-dec-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), abortion spontaneous ("miscarriages in 2015"), pregnancy with contraceptive device ("pregnancy with essre"), device dislocation ("no clue if they are inserted properly, since dye was not going into tubes, but elsewhere, didn't think placement was right") and genital haemorrhage ("heavy bleeding") in an adult female patient (gravida 3, para 2) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2 ((B)(6) 2004, (B)(6) 2012), multigravida and parity 2 ((B)(6) 2004, (B)(6) 2012). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("serious pelvis pain (needle sharp), pain"), back pain ("sharp pains throughout my back and lower body / severe back pain / back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), headache ("head pain"), urinary tract infection ("urinary tract infections"), alopecia ("hair loss"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations") and pain ("pain"). In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), arthralgia ("joint pain"), pain in extremity ("legs pain") and abdominal pain lower ("severe cramps (sharp)/ cramping pains"). On an unknown date, the patient experienced feeling abnormal ("awful feeling"), menstruation irregular ("uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days"), menorrhagia ("uncontrollable periods with heavy bleeding sometimes lasting for 10-15 days"), hypoaesthesia ("numbness in my legs and feet, loss of feeling in legs, legs pain (numb feeling)"), device dislocation (seriousness criterion medically significant), retinal detachment ("detached retina"), depressed mood ("sadness"), the first episode of mental disorder ("aggravated any psychiatric and/or psychological condition"), infection ("infection") and the second episode of mental disorder ("aggravated any psychiatric and/or psychological condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hydrocodone and analgesics. Essure treatment was not changed. At the time of the report, the abdominal pain, abortion spontaneous, pregnancy with contraceptive device, feeling abnormal, menstruation irregular, menorrhagia, hypoaesthesia, back pain, ovarian cyst, device dislocation, dysmenorrhoea, depression, fatigue, dyspareunia, urinary tract infection, alopecia, abdominal distension, retinal detachment, pain in extremity, abdominal pain lower, depressed mood, genital haemorrhage, weight fluctuation, infection, pain and the last episode of mental disorder outcome was unknown and the pelvic pain, migraine, headache and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypoaesthesia, menorrhagia, menstruation irregular, migraine, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device and the second episode of mental disorder to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, arthralgia, depressed mood, genital haemorrhage, headache, infection, pain in extremity, retinal detachment, urinary tract infection, weight fluctuation and the first episode of mental disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test - in 2015: positive patient had essure confirmation test done on 2013 via hsg test and ultrasound tests on 2015 for pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conducted an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we tipically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events or lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: events pain and aggravated any psychiatric and/or psychological condition added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.